Event description:
It was reported that the tip of the t20 screwdriver was broken due to excessive force applied by the surgeon. The event occurred during use in surgery. There were no pt complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for eval. Visual examination found that the tip of the instrument is broken at the root of the t20 pattern. The tip was broken during unscrewing as shown by the counter-clockwise twisting deformation of the torx tip. The fracture appearance is brittle. No defect is visible. The type of breakage is consistent with over-loading and repeated usage. A review of the device history records found no documentation to indicate a non-conformance to spec.